Manufacturer narrative:
Failure analysis noted that there was no motor error alarm noted. The pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. They were unable to confirm the motor position encoder error alarm due to the motion sensor test failure alarm. The pump had scratched display window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had motor error alarm, motion sensor test failure alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 234 mg/dl. The customer was trying to bolus when the alarm was received. The drive support disk was normal. They were unable to finish rewind. Troubleshooting was not able to resolve the issue. The device was returned for analysis.